Manufacturer narrative:
Patient weight not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had right heart failure since (B)(6) 2018 and was weened from milrinone on (B)(6) 2018. The adverse event was deemed possibly related to the pump by site pi. Review of the log file by the manufacturers technical services representative showed no unusual events. No alarms were found.

Manufacturer narrative:
Added patient and device codes. Manufacturer's investigation conclusion: the pump remains implanted and the patient remains ongoing on vad support. A direct correlation between the device and the reported event could not be conclusively determined. Additionally, the submitted log files appeared to show the system operating as intended. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: as of (B)(6) 2018, the patient was still under medical management in the critical care unit. A left and right heart catheterization with positive dye contrast for the left ventricle was performed which showed the central venous pressure (cvp) was in the 20s and pulmonary wedge pressure (pwp) at 28mmhg. A diagnostic angiographic left ventricular catheter was inserted into the left ventricle and approximately 30cc of radiographic dye illuminated the left ventricle. None of the injected dye was ingested into the inflow of the lvad and the dye appeared to exit rapidly out of the patient's native aortic valve. There appeared to be no dye traveling in or though the lvad. Also, thermal dilution was performed via the swan-ganz pa catheter which demonstrated 10lpm c.o. The aortic valve was reported as opening every beat at that time as well. The arterial waveforms appeared to reflect full native pulsatility. The plan of care included continuing to closely monitor the patient and pump operation. An echo performed on (B)(6) 2018 showed that the left ventricular cavity size was dilated. The left ventricular wall thickness appeared normal; however, the left ventricular systolic function was severely impaired. The left ventricle was diffusely hypokinetic with regional variation. The estimated ejection fraction was 16% (normal 50-75%). The right ventricular cavity was dilated and the right ventricular systolic function appeared impaired. Inflow cannula of the lvad appeared well aligned and the flow appeared unobstructed. The left outflow cannula was not well visualized. The aortic valve opened with every beat and was consistent with native heart ejection. There was evidence of trace to mild aortic regurgitation by color and spectral doppler. There was evidence of severe tricuspid regurgitation by color and spectral doppler. It remains unknown why the lv was not decompressing. The clinicians stated that the right heart failure (rhf) was associated with insufficient offloading. The patient¿s medical history included pre-existing rhf and pulmonary hypertension. The pump and system were stated to be operating as intended. Medical management with milrinone was restarted. The acute kidney injury (aki) appeared to be improving. On (B)(6) 2018, the patient was intubated for respiratory failure. Additional information was requested; however, none has been provided.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Updated investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The hm3 lvas IFU lists infection, respiratory failure, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: acute decompensation was reported on 18sep2018. The patient's white blood cells had been rising since acute hypotension and there was evidence of worsening hemodynamics and clinical status. The patient experienced continued fevers and chills and cultures were negative. Antibiotics were started due to concern for sepsis of an unknown etiology.

Manufacturer narrative:
Additional information.

Event description:
Additional information was received from the vad coordinator on (B)(6) 2019. It was noted that the patient was in acute heart failure. There was an attempt to wean off milrinone on (B)(6) 2018 at 8:30 am and was restarted at 4 pm due to ci drop. There was a continuation with inotropes and vasodilators were switched from inhaled nitric oxide to inhaled veletri on (B)(6) 2018. The patient was on milrinone from (B)(6) 2018 through (B)(6) 2018. The patient was on hydralazine from (B)(6) 2018 through (B)(6) 2018, from (B)(6) 2018 through (B)(6) 2018 and from (B)(6) 2018 through (B)(6) 2018. The patient was intermittently on norepinephrine, epinephrine, veletri, vasopressin, dobutamine and sildenafil throughout hospitalization.